Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 27may2019. Field investigation (fi) group was unable to replicate the failure as part of their investigation. Fi noted zero offset in both oxygen flow and air flow sensors however, the unit still passed all testing as received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. The philips service engineer (se) inspected the device. The se replaced the data acquisition (da) board and the flow sensor assembly to address the issue. The ventilator passed all testing.

Event description:
It was reported that during preventative maintenance the ventilator failed the pressure accuracy test, air delivery/flow accuracy test and the oxygen flow accuracy. There was no patient involvement. The event date was not specified; estimate used.